Event description:
The customer's mother initially called to report low battery life on the insulin pump. The mother then stated that the customer had been hospitalized for high blood glucose. The reported blood glucose reading was 691 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.